Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged and had unresponsive buttons. Customer's blood glucose was 3.8mmol/l at the time of the incident. It was reported that the arrows were unresponsive and that there was a crack in the insulin pump. It was reported that a replacement will be sent and the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No damage or moisture damage on keypad assembly and the keypad connector is not unlocked. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, missing serial number label, missing display window cover, cracked lcd display window, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.